Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose not provided by the reporter) via an implanted pump. The indication for use was non-malignant pain and lumbar radiculopathy. The patient's medical history included 10 fusions on her back and back problems which was what the pump was implanted to treat. On (B)(6) 2015 it was reported that the pump had moved. The patient thought that it had started in 2014. She didn't know what caused it. She could put her hand around the pump and "it is a lump off of her hip". The patient stated that traveling to the doctor's office even 30 miles "kills me", so she was looking for someone closer to do a revision surgery. The patient had an appointment at the end of (B)(6) with a neurosurgeon to discuss re-anchoring or moving the pump in the pocket. She was looking for someone closer. The diagnostics performed, the cause of the event, the actions/interventions taken and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.